Manufacturer narrative:
Date of event is unknown as it was not provided. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
During a cataract procedure using the catalys laser system, a patient experienced a rupture capsule. A brief description of the event is the physician noted the capsule was ruptured and was taken to the operating room to perform a vitrectomy procedure. The patient is currently doing well.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
H4: correction: in initial report, the manufacturing date was reported as (B)(6) 2016. The correct date is (B)(6) 2016. All pertinent information available to johnson & johnson surgical vision, inc has been submitted. H3 other text : placeholder.